Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that the delivery shaft was fractured. The target lesion was located in the left anterior descending artery (lad). A 6mmx2.50mm was selected for percutaneous coronary intervention. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable after the procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: the device was returned for analysis. Multiple kinks were noted in various locations along the length of the hypotube shaft. No kinks or damages identified in the polymer shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
It was reported that the delivery shaft was fractured. The target lesion was located in the left anterior descending artery (lad). A 6mmx2.50mm was selected for percutaneous coronary intervention. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable after the procedure.